Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly and then a malfunction alarm occurred when the customer plugged their pump into a power source. There was no adverse impact to blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.